Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not be deployed, however, the returned product confirmed that there was stent damage. The taxus liberte' 2.5x20mm drug leuting stent was inserted however it couldn't be deployed, "felt gritty". No pt injuries or complications were rpeorted.